Event description:
It was reported that during an implant procedure on the day of the call, it was indicated that a new neurostimulator and a lead was placed. However, the lead could not be properly inserted into the neurostimulator (ipg). It was reported as unknown if it was a setscrew issue or a lead insertion issue, the health care provider just could not get the lead connected properly, despite reseating numerous times. It was then indicated that they made decision to go to a 2nd ipg and had no issues with it. Setscrew was properly torqued to limit. The telemetry was all good. Patient was released and all was fine. It was later indicated that the patient reviewed a different neurostimulator (ipg) for implant and no follow up was needed. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product analysis #700633172:setscrew was backed out too far. The ins passed the functional and lead insertion tests. The complaint could not be duplicated during analysis. The lead that was stated in the complaint, as being difficult to insert, was not returned. Concomitant medical products: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis of the neurostimulator ins (njy253685h) revealed that the setscrew was backed out too far. The ins passed the functional and lead insertion tests. The complaint could not be duplicated during analysis. The lead that was stated in the complaint, as being difficult to insert, was not returned.